Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: water got inside from the hole on the cable. This destroyed the electrical circuits and caused communication failure between the video processor and the camera head. We surmised that this was why the subject device stopped outputting images. As to the hole on the cable, we surmised that the subject device might have reprocessed or kept together with tweezers, forceps, and/or scalpel. Confirmation of contents described in the instruction manual. As to the hole on the cable, the legal manufacturer checked the contents described in the instruction manual and found the following descriptions. We determined that this may have prevented the indication phenomenon. Do not reprocess or store this product with tweezers, forceps, scalfts, etc. A hole is opened in the camera cable, and water leakage may cause the electrical circuit inside the product to be destroyed. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ quit working¿ was confirmed. There was no image observed on the unit due to a faulty charge-coupled device (ccd). In addition, the unit failed the leak test due to a punctured cable. An investigation is ongoing to determine a possible root cause for the reported event. If additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that the camera head quit working. There was no patient involvement reported. No further information was provided.